Event description:
It was reported that the variable capture threshold resulting in loss of capture was observed right ventricular (rv) lead. Diagnostic imaging was performed and minimal lead slack was observed. A revision procedure is anticipated. No intervention has been performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was explanted and replaced to resolve the event and the patient was stable.